Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305858. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to confirm the root cause for this event. However, the previous investigation in to leakage for this lot suggests that through a variance in pressure for the autoline's swage station, it is possible for the machine to apply excess force to the device during assembly, allowing for a crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. CAPA 642738.

Event description:
It was reported that the intima-ii y 24gax0.75in prn ec slm npvc experienced leakage during use.